Event description:
The customer stated she was hospitalized for high blood glucose and the reading was over 800 mg/dl. The customer also stated the insulin pump was giving an alarm and needed assistance in clearing it. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.